Manufacturer narrative:
The manufacturer previously reported a failure of the system board and sensor board of the device. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing was due to a u40 missing caused by physical damage. The sensor board was found to operate as designed.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" and "service required" codes were found in the ventilator's downloaded error log. The device's system pca and sensor pca were replaced to address the issues.